Manufacturer narrative:
Correction: a1. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that experienced the delay in fingerprint scanner a technical support specialist stated that the implementation team assisted with the reimaging and tested the scanner driver that was listed on the knowledge article and verified the driver version was 5. The tss stated that it was a production issue related to scanner slowness in es version 1.8, which will be addressed in version 1.11 with the new scanner driver. The issue occurs when the finger is placed on the scanner reader before it starts initializing leading to increased capture time and more frequent spoofed fingerprint notifications. The tss advised the customer to wait until the scanner lights up before placing a finger on it. The customer confirmed that the inconsistent nature of the fingerprint delays and shared that wiping the finger with saline immediately prior to fingerprint scan has led to quickly accepted fingerprints. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es fingerprint scanner delayed. The customer stated that that it occurred to all 10 anesthesia es at their site and had significant delay when they tried to login. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es fingerprint scanner delayed. The customer stated that it occurred to all 10 anesthesia es at their site and had significant delay when they tried to login. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1.initial reporter facility: (B)(6).